Event description:
On 5/21/97 the resident was found in her room on the floor with her head between the mattress and half side rail of the bed. The resident was not breathing and did not have a pulse when she was found by facility staff. She was pronounced dead a short time later. Examination of the resident's body did not reveal any marks or signs that were indicative of strangulation. This resident had a history of hypertension. The facility did not file a report to co's agency in may because after reviewing the situation it was felt that this was neither a situation involving strangulation nor a medical device adverse event. Based on findings by the state department of health the facility is filing the report at this time. However, the facility still does not believe that this incident is a medical device adverse event nor that the resident strangled because of bed rail.